Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results. The results were as follows: (B)(6) 2015 inratio inr=0.9 - physician did not adjust the warfarin. (B)(6) 2015 inratio inr=3.4 - physician did not adjust the warfarin. (B)(6) 2015 lab inr=3.8, inratio inr=2.3 - physician decreased the warfarin value to 2.5mg 6 days a week and 5mg once a week based on the lab inr. The patient self tester's therapeutic range is: 2-3. It was noted that the patient self tester was milking the finger after the fingerstick; multiple fingersticks were performed on the same finger. She also stated that she touched her finger to the sample well and added multiple drops of blood.